Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer was hospitalized for diabetic ketoacidosis with a blood glucose level of around 300 mg/dl on (B)(6) 2017. The customer was hospitalized again on (B)(6) 2017 for a blood glucose level of 320 mg/dl. The caller stated that their insulin pump was old and had broken pieces. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and IV fluids. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.